Event description:
Event description guidant received information that this left ventricular lead was not implanted due to high impedance measurements. When the lead was in left ventricular(lv) tip to lv ring, or lv ring to lv tip, lead impedance measurements were at 3000 ohms. When in lv tip to right ventricular (rv) coil, impedances were 1700 ohms. Therefore, the lead was removed from the patient's body and returned for analysis. A new guidant left ventricular lead was implanted and had lead impedances within normal range, however, pacing thresholds could not be found below 5 v.